Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose readings reported as ¿high¿ and approximately 397 mg/dl, lasting about 8¿9 hours, with alerts for prolonged elevated glucose and no back-up therapy or ketone testing used; the event followed infusion set discomfort, suspected leakage, and multiple infusion set changes, after which the cartridge was replaced and therapy was resumed per troubleshooting guidance. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention and no assisted care. Investigation included customer interview and technical support troubleshooting with education on cartridge replacement, tubing fill, infusion set placement and anchoring, and cannula fill. Investigation of this case revealed no confirmed device malfunction, with unclear cause of hyperglycemia and restoration of insulin delivery after set and cartridge replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause with no adverse clinical sequelae and no device failure identified.